Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error. Customer's blood glucose was 325 mg/dl at the time of the incident. Troubleshooting was performed and was found out that the error recurred within the month. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and expected to return for analysis.